Event description:
Nurse was accessing the patient's port-a-cath, which had been accessed by the same nurse several days earlier without incident. During attempt to access, the patient grimaced and made a hissing noise. It would not flush or draw, so the needle was withdrawn a small distance. It flushed, but still would not draw. The port was de-accessed. The nurse ran her finger along the edge of the needle and it was rough instead of smooth. Nurse states it felt like there was a burr on the edge that was on the reverse of the beveled side. A new needle was obtained and the port was accessed without incident. There was no known harm to the patient. There are two lot # provided because nurse is not sure from which one the needle was pulled. 2nd lot # 3854215, expiration date: 08/16/2024.